Manufacturer narrative:
The mitraclip was implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be conservatively filed due to a patient death, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation with a prolapsed posterior leaflet, ruptured chordae, significant cleft/scallop, mitral annular calcification. One mitraclip was implanted without a device deficiency, reducing the mr to grade 2+. On (B)(6) 2022, the patient expired due to an unknown cause. Per physician, the death relationship to the device is unknown and no additional details are available. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death was unable to be determined. Additionally, the reported patient effect of death, is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.